Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that that during the implant procedure the physician placed the right ventricular (rv) lead and commented that the extension of the helix was requiring more turns than normal. Under fluoroscopy, it was observed that the helix could be retracted but not fully extended. Once removed from the body, the scrub tech was successful in advancing the helix with multiple turns and it was noticed that the helix had a slightly tilted appearance when protruding from the sleevehead. The lead was not implanted and an alternate lead was utilized. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted the helix was found bent in the sleevehead and would not extend at time of analysis. If information is provided in the future, a supplemental report will be issued.